Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number:2017865-2021-21787. Related manufacturer reference number:2017865-2021-21789. It was reported that the patient presented with an infection. It was noted that vegetation was developing on the atrial lead. The entire system was explanted. The patient was in stable condition.